Event description:
It was reported by the patient approximately two years prior to the call, that the "pacing part of the wire would cause interference, shorting out and so forth." The patient went to the hospital and the lead was turned off. Currently, the patient's system was removed due to the increased ejection fraction improving - from 15% to 55%. The lead has been explanted and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 7299 implanted: (B)(6) 2007, explanted: (B)(6) 2013 (month and year valid). Product ID: 419478, implanted: (B)(6) 2007, explanted: (B)(6) 2013 (month and year valid). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action, returned product testing found the device did perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.